Event description:
It was reported that an ilet user experienced hyperglycemia while performing a prolonged supply change, during which insulin delivery was not resumed for approximately five hours; the highest reported continuous glucose monitoring reading was 401 mg/dl, with the infusion set documented as contact detach placed on the abdomen and the cgm as libre 3+. Symptoms included confusion consistent with hyperglycemia. Outcomes included a delay to treatment or therapy due to the interruption of insulin delivery. Investigation included communication with the user, analysis of information provided by the user, and review of the procedure steps related to infusion set management and reconnection. Investigation of this case revealed no device problem, with a usage problem identified related to an improper or incorrect procedure involving the cannula/infusion set and a failure to reconnect the infusion set after disconnecting. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.